Manufacturer narrative:
(B)(4). Batch # p9386x. Investigation summary: the handpiece was received with the nose cone cracked and the mount was noted to be loose. In addition, coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, when the product was connected to the generator, the display showed the message "handpiece replacement", "error detected in the instrument". The salesperson, who was trained in this situation, performed the necessary procedures in order to have the device functioning again, and it was unsuccessful at that moment. There was no patient consequence because there was a test before the use of the product in the patient.